Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced hypoglycemia, sweating and trembling and had a red head while the cgm had a sensor error. The patient was unable to check a blood glucose meter reading. He called an ambulance and he was taken to the emergency room. The patient was treated with an unknown injection. At the time of the report the patient was good. The patient was discharged the same day. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. H2 additional information. H6 type of investigation - additional.

Event description:
Data was received but does not reflect the full investigation window. Confirmation of the allegation could not be determined.